Event description:
It was reported that the patient complained of intermittent dizziness. It was not possible to establish telemetry with the device and there was no magnet response. When the electrogram (ECG) was reviewed there was intermittent pacing occurring, otherwise the patient was in intermittent normal sinus rhythm (nsr). Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.